Manufacturer narrative:
Revision to : patient age was provided by the customer.

Event description:
It was reported that an infusion of an unspecified medication was programmed to infuse over one hour, however, the infusion was completed within 30 minutes. The customer stated that there was no adverse effects to the patient from the event. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "reported as over-infusion. Infusion intended to go over 1 hour instead went in over approx 30 minutes. The alarm did not sound on the IV pump, the patient's nurse walked in and saw that the antibiotics were almost all infused. The patient did not require any treatment or intervention. No harm." An incomplete date of event of (B)(6) 2019 was provided.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient age and dob requested but not provided.

Event description:
It was reported that an infusion of an unspecified medication was programmed to infuse over one hour, however, the infusion was completed within 30 minutes. The customer stated that there was no adverse effects to the patient from the event.

Manufacturer narrative:
The customer¿s report of an infusion finishing in 30 mins instead of intended 1 hour was confirmed. Physical inspection showed no anomalies. It was stated that an infusion of an unspecified medication was programmed to infuse over one hour, however, the infusion was completed within 30 minutes. A programming error was observed during an analysis of the pcu logs. A primary infusion of ceftazidime (drugid 62) was programmed through guardrails on pump module s/n (B)(4). On (B)(6) 2019 at 4:21:19 pm rate:200ml/h vtbi:100ml infusion was paused at 4:49:46 pm and rate changed to 100ml/h and then infusion was restarted. Device alarmed for air in line at 4:57:26 pm and then channeled off and system powered down. The volume recorded as being infused during this period was 99.558ml. Functional testing performed found the pump module received to be delivering fluid within specification. The root cause of the customer¿s report was identified as user programming.

Event description:
It was reported that an infusion of an unspecified medication was programmed to infuse over one hour, however, the infusion was completed within 30 minutes. The customer stated that there was no adverse effects to the patient from the event.